Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the caller was trying to activate MRI mode, but reported poor communication. It was reported that the patient said that the ins doesn't work anymore. The caller was unable to clarify the report. It was recommended that the patient follow up with their healthcare provider (hcp) or call patient services for troubleshooting. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they had "a big issue" where the machine was not turning on since 2018 (the patient stated for 8 months). The patient said the controller was turning on. The patient stated that they needed to be able to put the in ins in MRI mode because they needed an MRI. The patient said they already had someone check the ins but they were not able to get it restarted; the patient did not say if it was a manufacturer representative or a healthcare professional (hcp). The patient also stated tat they have had a difficult time and have had 6 surgeries. The patient was directed to follow-up with their hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the implant was dead and hadn¿t been charged in about nine months. The patient was looking for information about what to do for an MRI if the implant was dead and he couldn¿t access the MRI mode. The patient was directed to follow-up with their healthcare provider for a jumpstart for the possible overdischarge or to fill out the MRI eligibility form.